Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving unknown baclofen (2000mcg/ml at 700mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. It was noted that the patient had not recently undergone magnetic resonance imaging (MRI), but the patient did have an MRI on (B)(6) 2019 when the stall occurred, and did not have the pump checked post-MRI. The patient came into the office on (B)(6) 2019 for a refill and the hcp noticed after the second interrogation that the stall had recovered. It was confirmed that troubleshooting resolved the reported event. No patient symptoms were reported and no further complications were reported or anticipated.